Event description:
Initial reporter indicated to a manufacturing consultant that their handheld computer during interrogation/programming sessions repeatedly closed down into sleep mode, with a message that said "warning the battery latch was opened. The system was put into sleep mode to avoid any data loss." With the battery latch closed, the warning message was seen. The handheld computer is at the manufacturer pending completion of product analysis.